Event description:
During laparoscopic portion of procedure, the physician activated that laparosonic metz scissors approximately two times. On the third time a popping noise was heard with orange flame coming from near the connection hub of the cord to the scissors. The cord was immediately dropped on the floor and disconnected from the esu. The orange flame went out. The fire did not reach the field and no harm was done to the pt. Cord was immediately removed from service. At the completion of the case the laparoscopic metz scissors and esu removed from service. The cable was completely transected near the connection into the scissors.